Event description:
It was reported that a trochanteric fixation nail removal was performed due to a nonunion and a screw that broke postoperatively. The patient was originally treated for an intertrochanteric fracture on (B)(6) 2013. It is unknown how the surgeon discovered the nonunion or the broken screw. The surgeon elected to remove all implants on (B)(6) 2014. The broken screw remained in the patient¿s femur. The patient was revised to a dynamic hip and screw system (dhs) plate system with antirotation screw. The non-union was reported to be at the original fracture site this report is for one nail, part and lot number unknown this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one nail, part and lot number unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.